Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was fully functional. No product issue was found. A review of the stapler logs was conducted and the following information was provided: the logs show a sureform 60 stapler instrument (part #480460-12, lot #k10240905-0565) was installed on the system 2 times and fired 2 blue sureform 60 reloads. On each install, the first clamp was successful, and the firings were completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
During a da vinci-assisted sleeve gastrectomy, the sureform 60 stapler instrument unexpectedly stopped working midway through its use. The incident occurred on the fifth staple fire of a blue sureform 60 reload on stomach tissue, which was neither calcified nor exposed to radiation or chemotherapy. There was no tissue tension or bunching, and the stapler had functioned properly before the event. There were no obstructions or existing staples present, and there were no clamping issues prior to firing. Although slight bleeding was observed along the staple line, it was minimal and managed with hemostatic agents, avoiding the need for transfusions. The stapling issue was resolved using a backup instrument, and no fragments were left inside the patient. No additional tissue resection was required. The procedure was completed robotically.